Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 404 mg/dl. The customer reported a power system error. The customer had no symptoms. The customer did not treat the high blood glucose level. The customer did troubleshoot the issue. The customer declined troubleshooting for the high blood glucose level. The insulin pump will be returned for analysis.